Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possible premature battery depletion. It was also noted that the left ventricular (lv) lead and the right atrial (ra) lead had high thresholds. Additional information has been requested, but is not available. The ICD was explanted and replaced and the lv and the ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable tachy lead (B)(6) 2005; 5076 implantable pacing lead (B)(6) 2005. (B)(4).